Manufacturer narrative:
The main component of the system and the other applicable component is: product ID: 37744, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the antenna was not working with his patient programmer (pp). Additional information received from the patient reported that poor communication was seen on the pp. The pp was not working with the antenna attached. It was noted that he could use it without the antenna but he needed to be able to use it without the antenna. He needed to use the pp to make adjustments to improve the therapeutic effect. The implantable neurostimulator (ins) helped but did not cover all of his pain like it used to. There was poor communication with the pp. Additional information received reported that the patient was unable to get off of the pain medication. The patient slept with the stimulator on maximum and still had severe pain at times. The patient needed the antenna to work, so that he could adjust different settings on his device. The replacement programmer resolved the patient's issue with using the antenna right away. The patient needed a stronger device. The patient "did not care if his abdomen shook for people." The patient's back was worse and their device was too weak. The patient was getting injections, facet blocks, facet radiofrequency ablations and more epidurals. If additional information is received, the event will be updated. Additional information from the patient indicated the paresthesia wasn't strong enough and the patient didn't like the way it felt. The ins was explanted (B)(6) 2016 and the patient was implanted with a stimulator from a different manufacturer. The ins was indicated for spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.